Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. Contact information: mobile: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient required the placement of a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. During patient positioning for pressure care, the operator stated there was no tension on the catheter but found the lumen on the catheter had completely detached from the hub. The line had been in place for less than 48 hours. The operator clamped the detached line immediately. The patient required placement of a new central line and the offending line was removed. No other adverse effects were reported for this incident.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. An issue was reported with a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set (c-uqlm-1001j-rsc-abrm-hc-rd-au) from an unknown lot. The blue hub separated from the extension tube during a patient roll. The device was removed and replaced with a new line. Cook became aware of this event upon being notified by (B)(6) hospital. The patient reportedly experienced no adverse effects as a result of this incident. Reviews of the documentation including the complaint history, instructions for use (IFU) and quality control procedures, as well as a visual inspection of the returned device were conducted during the investigation. One quintuple-lumen central venous catheter was returned for evaluation in a used and damaged condition. A visual inspection found that the blue number 2 hub was separated from the extension tubing. Evidence of glue was noted on the extension tube. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are sufficient controls in place to detect this failure mode prior to release. The product¿s design history file (dhf) has controls in place to address the failure. A review of the device history record (DHR) could not be conducted due to the lack of lot information from the facility. A review of the sales records of the user facility over the last three years prior to the date of the event could not sufficiently narrow down the lot number. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_ctulmabrmau_rev1 [cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: how supplied. Upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the dmr, IFU, DHR, dhf, and returned device suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the event. It is feasible to suggest that the device become caught during the act of rolling the patient, resulting in the reported separation. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.